Event description:
Healthcare professional (hcp) reported that a patient was injected with juvéderm® volux¿ in the cheeks and cheekbone. Approximately 3 weeks later, patient developed swelling in the injected areas lasting about a week then returned 3 weeks later. Patient was prescribed cortisone and swelling resolved. In additional, patient also suffered from non-device related events of luster headaches, facial swelling during menstruation and frequent depression. Patient was treated with hyalase twice and now "relatively well."

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of depression, deemed not device related is considered an unexpected adverse drug experience.